Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric bypass, the devices failed to fire. They tried to use a stapler from a different lot and same thing happened. Surgical time extended more than 30 minutes. There was no medical intervention required. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.